Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. The imaging was noted to be difficult and prior to a successful grasp, the transesophageal echocardiogram (tee) probe was changed. One clip (81105u185) was implanted, reducing mr to 1. On (B)(6) 2019, it was found that the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4+. In the physicians opinion, the slda was due to tethered leaflets and abnormal cardiac size. On (B)(6) 2019, a second clip was implanted to stabilize the slda clip, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. All available information was investigated, and the reported difficulties including poor visualization were likely related to case circumstances. In the physicians opinion, the single leaflet device attachment (slda), resulting in recurrent mitral regurgitation (mr) was due to due to tethered leaflets and abnormal cardiac size. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.